Event description:
This complaint is still under investigation depuy will notify the FDA of teh results of this investigation once it has been completed.

Event description:
Litigation alleges that patient experienced progressive weakness, pain, discomfort, and difficulty walking. Patient also suffered from elevated levels of chromium and cobalt, which weakened his immune system and resulted in infections.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of teh results of this investigation once it has been completed.

Manufacturer narrative:
Correction: k851422. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is not likely the device contributed to the patients reported infection 3 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.